Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 2 months. Manufacturer's investigation conclusion: it was reported that the patient underwent an elective heart transplant as unos 1b. Information provided indicated that no alarms occurred and the device functioned as intended. The device was returned assembled with the pump cable severed approximately 8 inches from the pump. The distal end of the pump cable was returned with the modular cable attached to the pump cable in-line connector. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The sealed outflow graft and bend relief were severed close to their hardware and the severed portions of material were not returned. The cuff lock was disengaged and the apical cuff was not returned. Visual inspection of the blood-contacting surfaces of the returned device revealed no evidence of depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files downloaded from the returned pump appeared to show the lvad operating as intended with stable pump parameters and no atypical faults captured prior to the transplant procedure from (B)(6) 2018. The evaluation of the returned device identified an incidental finding of a bent latch spring of the cuff lock. However, noticeable tool marks were observed on the latch spring, indicating that the deformation likely occurred during the explant process. The apical cuff had been removed from the device and was not returned. In its returned condition with the bent latch spring, it is impossible to fully engage the cuff lock and no issues were reported by the customer during implant when making the attachment with the apical cuff. Review of the device history records showed that the slide lock installed on (B)(4) passed all inspection and testing steps. The evaluation of the returned device identified a second incidental finding of evidence of fluid ingress/corrosion within the in-line connectors of the modular cable and pump cable. The presence of dried orange fluid was observed at the interface of the modular and pump cable in-line connectors and around the yellow line of the pump cable in-line connector upon disconnection from the modular cable. Green corrosion was noted within the in-line connectors of both the modular cable and pump cable. The evaluation could not determine a duration of time for which the fluid/corrosion was present within the pump cable and modular cable in-line connectors; however, no functional issues were reported and the retrieved log file data showed the lvad operating as intended, suggesting that the fluid ingress likely occurred during or following the explant procedure. Of note, the pump was explanted on (B)(6) 2018 and was returned over a week later on 17aug2018 while there was evidence that the device had been exposed to a fixative agent; therefore, it is possible that the fluid ingress occurred at some point post-transplant. Microscopic inspection revealed that the o-rings within the in-line connector of the modular cable were seated properly with no evidence of damage. A full connection could be made between the returned modular cable and pump cable with the yellow line fully hidden beneath the locking nut without difficulty. The evaluation did not identify any device-related issues that could have caused the fluid ingress at the in-line connection. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The procedure for return of lvad states, "do not use fixative or any fluid inside pail." The evaluation of the returned device identified incidental findings of a bent latch spring of the cuff lock and evidence of fluid ingress/corrosion within the in-line connectors of the modular cable and pump cable. Although these two findings did not appear to have been present while the pump was supporting the patient, the following labeling information pertains to these two issues. The heartmate 3 lvas IFU cautions the user: after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section of the IFU further warns: during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The document also explains how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. This section also outlines the steps to complete if the orientation of the pump requires adjustment, and instructs to use a sterile surgical tool to unlatch the slide lock, if necessary. The heartmate 3 patient handbook contains information on caring for the driveline and proper showering methods. In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent routine heart transplant. Upon evaluation of the device, corrosion or fluid ingress within the in-line connectors of the modular cable and pump cable was observed. In addition, damage was observed on the latch spring of cuff lock.